Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a laparoscopic sleeve gastric robotic dv5 procedure was being performed at the time of the event. The surgeon confirmed the desired orientation when endoscope was installed. The procedure was completed with the same endoscope with no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the complaint was not confirmed by failure analysis. An inspection identified damage to the endoscope cable integrated connector. An evaluation determined that the endoscope had a defective camera instrument adapter. Friction testing confirmed binding during rotation, and further inspection revealed an endoscope adapter shaft bearing issue contributing to the friction. System testing confirmed the endoscope failed the focus test and exhibited intermittent video imaging. The endoscope was functionally tested on an in-house system and failed due to an electrical issue. The camera module was found damaged during visual inspection, and system logs showed error 45312 indicating loss of the right primary camera video input. The endoscope passed initial functional and communication testing; however, after heat and low-voltage stress testing, noise was observed in the right eye. The endoscope passed initial functional and communication testing; however, after heat and low-voltage stress testing, noise was observed in the right eye. Further inspection revealed damage to the camera module (dory), which caused the failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was zooming on its own. The surgeon was able to restore vision for the most part but stated that there was still something off about it. The intuitive surgical, inc. (Isi) technical support engineer recommended the customer perform hard power cycle and restore vision settings when case was over in order to possibly resolve issue. The tse also found repeated endoscope faults 48423 in the logs. The procedure was completed with no reported injury.